Manufacturer narrative:
The device was not returned to stryker. During troubleshooting efforts between stryker customer support and the customer, it was found that the reported issue was related to a faulty battery. After inserting another battery into the device, the device worked correctly. The customer will be provided with a battery.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.